Event description:
It was reported the pt had stimulation, but the pt wanted a new charging system. A replacement charging system was sent to the pt. Follow up regarding the charging system found the pt had died. The family member rec'd a postcard reminder and contacted the sjm rep notifying of the death. No further info was provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.